Manufacturer narrative:
Insulin pump received a prime alarm during the basic occlusion test due to protruded and loose drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to prime alarm. Insulin pump received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, missing end cap sticker and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump squirted insulin and alarmed during manual prime. There was a hospitalization due to low blood glucose. Troubleshoot could not be performed. The insulin pump is stuck in the prime process. The drive support cap appears to be damaged. Nothing further reported.